Manufacturer narrative:
Based on the information provided, the cause of the post-procedure complication cannot be determined; although there is no allegation that a malfunction of an ion system, instrument, or accessory occurred. Therefore, no product is expected to be returned. If additional information is received, a follow-up MDR will be submitted. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. The logs were reviewed by an isi advance failure analysis (afa) engineer and the following information was obtained: there were no errors relevant to the reported complaint present. No image or video clip for the reported event was submitted for review. Based on the information provided at this time, this complaint is being reported due to the following conclusion: a patient underwent an ion endoluminal lung biopsy procedure and reportedly experienced a pneumothorax that required chest tube insertion and hospitalization. At this time, the cause of the complication is unknown. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred.

Event description:
It was reported that a patient underwent an ion endoluminal lung biopsy procedure for a left upper lobe lung nodule and experienced a pneumothorax. A chest tube was inserted to resolve the pneumothorax and the patient was hospitalized. The patient has been discharged and is doing well. Intuitive surgical, inc. (Isi) followed up with the physician and obtained the following information: the pneumothorax was identified post-procedure on fluoroscopy and in-room chest x-ray. The pneumothorax was large. The patient had shortness of breath but was not clinically unstable. A chest tube was placed to resolve the pneumothorax and the patient was hospitalized. The physician believes that the pneumothorax would have occurred via any other modality. The patient was discharged well.